Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5th august 2025, it was reported by an arthrex employee via email that for an ar-2324bcctt, suture anchor, biocomposite swivelock® c vented 4.75 x 19.1 mm, with tigertape® loop suture (white/black), the swivelock anchor eyelet was damaged while insertion on tibial site during acl reconstruction backup fixation. This was detected during use in an acl reconstruction on (B)(6) 2025. The procedure was completed successfully as an additional swivelock was used. Ar-1678-02 was used for drilling, ar-2324ptb was used for anchor hole preparation and tapping for 3 times. No fragment was left inside the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.